Event description:
During an arthroscopic rotator cuff repair of the left shoulder, the procedure tips of the scorpion needle (2 pieces) broke off in the shoulder while going through tissue. The tips were both approximately 3.0 mm each. The surgeon was unable to locate them. A post-op x-ray showed both pieces in the shoulder.